Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen is unresponsive. Clinical diabetes specialist (cds) stated that the demo pump is not responding as the "1" has to be pressed multiple times until the pump responds. There was no impact to blood glucose levels as the pump is not used for insulin therapy.